Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing when the team made observation of the aic (automated impella controller) having a loose purge disc/flag issue. The console remained on for the support til weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1. MDR reporting contact email. D2. Device name updated. D4. Model number updated. F6/ f8. Should have been left blank. H3. Has been updated to device eval completed. H6. Type of investigation code 10 added.